Manufacturer narrative:
No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. No external damage was noticed. There was a check clutch/ plunger lever error in history. Could not download log history because critical redundancy check (crc) mismatch. Customer stated problem was verified during flow test. The technician duplicated the reported issue. The root cause of the reported issue was found to be that the carriage was cracked and the position pot tab was broken off. Replaced carriage and position pot.

Event description:
It was reported that the check/plunger lever when syringe was placed would not operate. No patient injury was reported.